Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2020". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving her product, she was unable to test and experienced a medical event. The customer initially called on (B)(6) 2020 and reported receiving erratic readings on her adc blood glucose meter. At the time of the initial call, no treatment was rendered; however, a replacement meter was ordered. The customer called back on 6-april-2020 and reported the replacement device was not received (delivery issue), and she unable to check glucose level and experienced symptoms of not being able to walk, weakness, vomiting, and a loss of consciousness. The customer further reported that on ¿(B)(6) 2020¿, she was hospitalized for unspecified days. While in the hospital, the customer was diagnosed with hyperglycemia, and received unspecified medication and insulin injection as treatment. There was no report of death or permanent injury associated with this event.